Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
The complaint investigator's visual inspection confirmed that this abutment screw has fractured near the threads. The device history record and complaint history reviews did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.